Event description:
It was reported that the pump fell out of the customer's pocket and fell onto tile floor. Half the touchscreen is now unreadable. There was no impact to customer's blood glucose level.

Manufacturer narrative:
The device has not yet been received for eval. Should add'l info be received, a supplemental form will be completed.